Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) had repeated autofill failures. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed troubleshooting and reconnected the pneumatic interface module. The unit successfully autofilled afterwards. The all manifold test and functional tests passed. The iabp was returned to the customer for use.